Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable the sensor was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 at approximately 2:00 p.m., the patient was observed by her husband to be ¿out of it,¿ prompting him to contact emergency medical services (ems). At that time, the patient¿s husband became aware that the patient¿s cgm sensor had failed; however, the duration of the sensor failure was not specified. The patient was also using a tandem insulin pump. The patient was transported to the emergency department, where a blood glucose meter reading of 400 mg/dl was obtained. She was treated with insulin injections and intravenous fluids. The patient remained hospitalized and was discharged on (B)(6) 2026. At the time of reporting, the patient stated she was feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.